Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care sensitive toothbrush for general oral hygiene (route dental, lot number 18611sgs1, frequency and expiration date unspecified). Within two weeks of use, while using the toothbrush, the consumer noticed that the toothbrush broke in the mouth at the part where there was a hole in the handle. The consumer stated that it broke at the base of the cut out in the handle where it gets narrow, below the thumb grip, into two pieces where the rubber grip was still holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 18611sgs1 to 18511sgs1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care sensitive toothbrush for general oral hygiene (route dental, lot number 18611sgs1, frequency and expiration date unspecified). Within two weeks of use, while using the toothbrush, the consumer noticed that the toothbrush broke in the mouth at the part where there was a hole in the handle. The consumer stated that it broke at the base of the cut out in the handle where it gets narrow, below the thumb grip, into two pieces where the rubber grip was still holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from 18611sgs1 to 18511sgs1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013 a review of the batch records for the toothbrush lot 18511sg s1 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances and no related product, process or facility changes. A retain sample was visually inspected and met all specifications. Product was returned and visually inspected. A change to the basic handle material had been validated to improve flexibility and the returned toothbrush lot had been manufactured according to the specification. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 18511sg s1 by manufacturer was acceptable. No adverse trends have been noted with this product or lot. Although the returned sample received was broken, the product defect was not due to a manufacturing occurrence and the break occurred due to high compression forces at the thinnest point on the handle. The manufacturer had verified that during the validation of this product, the toothbrush was subjected to over bend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care sensitive toothbrush for general oral hygiene (route dental, lot number 18611sgs1, frequency and expiration date unspecified). Within two weeks of use, while using the toothbrush, the consumer noticed that the toothbrush broke in the mouth at the part where there was a hole in the handle. The consumer stated that it broke at the base of the cut out in the handle where it gets narrow, below the thumb grip, into two pieces where the rubber grip was still holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.